Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon unit has a touch screen panel did not work at all.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and found the touch screen did not respond. Parts of the touch panel were replaced, checked, restarted, and pressed the touch screen, and it started responding. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
N/a